Event description:
It was reported that the patient felt stimulation in the wrong location. The patient felt anterior stimulation in the torso (ribs and abdomen). It started occurring a little after implant and had gotten worse. The patient also experienced a loss of therapeutic effect. Reprogramming did not resolve the issues. Additional information received reported that an x-ray verified the patient's lead had migrated laterally right. An impedance check was ok, and the stimulation system seemed to be fully functional. The patient was considering other options before making a decision on a possible revision.

Manufacturer narrative:
(B)(4).